Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air was detected. Prior to an atrial fibrillation (a fib) procedure, a faradrive device was chosen. After preparing it outside the patient and inserting it, a significant amount of air was observed during the first aspiration. The valve was manually closed and aspirated again, finding no more air. The sheath was replaced with another from a different lot, which resolved the issue. No patient complications were reported, and the device will be returned for analysis.

Event description:
It was reported that air was detected. Prior to an atrial fibrillation (a fib) procedure, a faradrive device was chosen. After preparing it outside the patient and inserting it, a significant amount of air was observed during the first aspiration. The valve was manually closed and aspirated again, finding no more air. The sheath was replaced with another from a different lot, which resolved the issue. No patient complications were reported, and the device will be returned for analysis.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner and outer valves. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear in the valves.